Event description:
It was reported that during a "ptci" procedure, the guide wire was used during an ivus procedure and then removed. The guide wire was then re-advanced into the artery for intervention. During placement, the device appeared to be trapped at the end of the coronary and appeared to wind up due to the torque being applied. The wind was cleared by pulling back on the guide wire. A dilatation balloon was then advanced over the unicore and the lesion was treated (contrary to IFU). When removing the unicore, the guide wire would not retract and appeared to be stuck in the distal artery. When removed, the distal coil was found to be fractured and left in the coronary. An attempt was made to use a snare device to remove the distal coil, but was unsuccessful because of lack of catheter backup. The guide catheter was then exchanged for another company's. A dissection was then noted in the rca and aorta and the pt was sent for surgical bypass to repair the dissection and retrieve the guide wire tip.